Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a bag had a loose connection and became disconnected. This is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one. The patient was connected at the time of the alarm. The patient stated that the bags on table had a loose connection and became disconnected, after which the system error 2240 occurred. The technical service representative assisted the patient in ending therapy. The patient was starting over with new supplies. The technical service representative reviewed proper procedures per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.